Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient was (B)(6) years old (B)(6) kg male. During insertion of the catheter this morning, we noticed a leak at the level of the conic part where the urine bag is connected to the catheter. The catheter was changed.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all products passed inspection. No actual or representative sample was returned for investigation; therefore, investigation was based on document review. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the patient was 70 years old 67kg male. During insertion of the catheter this morning, we noticed a leak at the level of the conic part where the urine bag is connected to the catheter. The catheter was changed.